Event description:
It was reported through a direct call from the customer to the emergency support program that, intra-aortic balloon (iabp) had catheter restriction alarm and kink either in the helium tubing, there was no patient harm or injury.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3 (device not eval provide code), h11.

Event description:
N/a.

Manufacturer narrative:
Corrected field: d10, g2, h5. Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. A complaint was received through a direct call to the emergency support program. No patient harm or injury was reported. The customer reported a catheter restriction alarm after insertion of an intra-aortic balloon. The alarm indicated a potential kink in the catheter or helium tubing.during the call, the physician confirmed that the pump was not inflating and planned to reposition the catheter. The support specialist attempted to collect required product information, but (B)(6) ended the call and did not provide the details despite multiple follow-up attempts. Later, (B)(6) confirmed via text that the issue was due to a kink in the catheter and that the device functioned properly after the kink was corrected. No product identification information was ever provided. Since the product was not returned, we were unable to perform a device evaluation. Based on the event description, catheter kink introduced during insertion by the physician, resulting in a catheter restriction alarm. Once the kink was corrected, the device functioned normally.all failure modes related to balloon malfunction are addressed in the risk file and there individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100 percent inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The iab catheter is unknown based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - d10.

Event description:
N/a.